Event description:
This female patient was identified during an active online listening program. The patient had essure inserted for birth control. The report describes a case of pain ("pain"). The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and emotional distress ("suffering"). The patient was treated with surgery (surgeries ro remove essure). Essure was removed. At the time of the report, the pain and emotional distress outcome was unknown. The reporter considered emotional distress and pain to be related to essure. Concerning the injuries reported in this case, it was reported via medical records/social media that the consumer underwent surgeries to remove essure. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. This ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-feb-2018: information received from medical records/ social media: the consumer underwent surgeries to remove essure. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.